Manufacturer narrative:
Results: the neuron max was ovalized approximately 19.0 cm from the hub. The neuron max had bends along the length of the device. The complaint did not involve device functionality; therefore, functional analysis was not performed. Conclusions: evaluation of the returned neuron max revealed an ovalized device. If the device is forcefully manipulated at extreme angles during removal from the packaging, damage such as an ovalization may occur. Further evaluation revealed bends along the length of the device. Based on the return condition, the bends are likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for the procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging, prior to use. The neuron max was not used in the procedure. There was no report of an adverse effect to the patient.